Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis, and it was returned in position 2 and with the stent partially deployed. Measurements were taken which identified retraction of the device. The reported event of stent failure to deploy could be confirmed. The functional inspection related to the deployment of the stent was performed and the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer without resistance. Also, the stent hub was moved from second to fourth position. Then, the stent was deployed, and expansion issue was found, and the copper wire was found kinked. After putting it in warm water, the second flange slowly expanded. Stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. The investigation concluded that the issue found during evaluation was most likely to procedural factors such as lesion characteristics, handling of the device, or the technique used by the physician, that could have resulted in the damage encountered in the device. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause linked to device but unable to trace more specifically. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician advanced the catheter into the collection to initiate drainage. However, when attempting to deploy the first flange, it was not possible. Additional attempts were made to resolve the issue, including moving the delivery system, but deployment remained unsuccessful. The procedure was ultimately completed using a third axios stent of a different size using the original puncture site. Initially, a second axios stent of the same size was used in an attempt to resolve the issue, but that also failed. There were no patient complications reported as a result of this event.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-06004 and 3005099803-2025-06002 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician advanced the catheter into the collection to initiate drainage. However, when attempting to deploy the first flange, it was not possible. Additional attempts were made to resolve the issue, including moving the delivery system, but deployment remained unsuccessful. The procedure was ultimately completed using a third axios stent of a different size using the original puncture site. Initially, a second axios stent of the same size was used in an attempt to resolve the issue, but that also failed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a150201 captures the reportable event of stent failure to deploy.